Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was missing and the trunk cable connector j702 on the distribution node pca was damaged. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.